Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting. Please reference MFR report numbers: 1221359-2022-04315 and 1221359-2022-04338.

Event description:
The consumer reported four(4) false negative patient result with the binax now covid-19 antigen self-test performed onmultiple dates throughout the first week of (B)(6) 2022. This MFR. Report addresses patient result two (2) of four (4). The consumer reported a false negative result with the binax now covid-19 antigen self-test performed on (B)(6) 2022 using a kitted nasal swab sample that generated a negative result. Confirmation pcr testing was performed on 07aug2022 at a local pharmacy that generated a positive result. No additional patient information, including treatment and outcome, was provided.